Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator had looseness at the therapy connector, which could indicate a therapy related malfunction occurred. There was no patient involvement.